Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will have a surgical procedure to revise his inflatable penile prosthesis (ipp) due to the cylinder size. The patient felt that the cylinders did not go all the way to the glands and were too short. A revision surgery is scheduled for (B)(6) 2021. No patient complications were reported.